Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, it was discovered that the atrial lead exhibited undersensing of atrial flutter and noise. Programming changes were implemented. The patient was in stable condition before, during, and after.